Event description:
It was reported by the patient that the remote monitor could not get telemetry. Troubleshooting steps were taken to no avail. The patient was connected to a device specialist for further assistance. The patient was advised to try and use the patient activator to communicate with the device but did not get the confirmation red check mark after multiple attempts. The patient had a doctor appointment later that morning and was advised to take the equipment to the office and have the clinic use a programmer to communicate with the device. The patient was advised to call back if they were unsuccessful. It was later reported that the implanted device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor could not get telemetry. Troubleshooting steps were taken to no avail. The patient was connected to a device specialist for further assistance. The patient was advised to try and use the patient activator to communicate with the device but did not get the confirmation red check mark after multiple attempts. The patient had a doctor appointment later that morning and was advised to take the equipment to the office and have the clinic use a programmer to communicate with the device. The patient was advised to call back if they were unsuccessful. It was later reported that the implanted device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).